Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance. The patient¿s device was subsequently programmed off. The last known normal system diagnostic results were from (B)(6) 2014. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The patient was unable to perceive stimulation and his device was near end of service. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not provide the correct suspected root cause of the event. Brand name; corrected data: the previously submitted MDR inadvertently did not update the suspect device. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently did not update the suspect device. Date of explant; corrected data: the previously submitted MDR inadvertently did not update the suspect device. Device available for evaluation; corrected data: the previously submitted MDR inadvertently did not update the suspect device. Device evaluated by MFR; corrected data: the previously submitted MDR inadvertently did not update the suspect device. Device manufacture date; corrected data: the previously submitted MDR inadvertently did not update the suspect device. Evaluation codes, method, results, conclusions; corrected data: the previously submitted MDR inadvertently did not update the evaluations codes for the event.

Event description:
The explanted generator was received for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Further follow-up revealed that the generator was unable to be interrogated prior to generator replacement and once the generator was replaced device diagnostics were within normal limits. It was reported that there was no visible trauma to the lead on x-ray or intra-operatively so a generator replacement was performed first. Once the generator was replaced the lead impedance was within normal limits. The cause of the high impedance may be a result of intermittent lead break or a lead/generator connection issue. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reported event was likely due to the depleted battery of the generator.

Manufacturer narrative:
Date of birth; corrected data: this information was inadvertently left off of follow-up MFR. Report #01. Only the year is known.

Event description:
An implant card was received indicating that the patient underwent generator replacement. It was noted that the generator was replaced due to battery depletion. The lead impedance was noted to be within normal limits (dc dc code - 2). The explanted generator is expected to be returned for analysis, but has not been received to date. No additional relevant information has been received to date.